Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports two weeks ago he was at (B)(6) with chest pain. They did an EKG and applied electrodes. He arrived home at about 1:00am and went to sleep. When he woke up the electrodes were still in place. When he removed the electrodes he states ¿there were chemical burns at the electrode sites¿. He spoke with some nurse friends from the va who told him that this would cause permanent scarring. He is currently at (B)(6) to see a nurse practitioner regarding the ¿burns¿. She ordered him a steroid cream for the burn.